Manufacturer narrative:
The device was not returned so an evaluation could not be performed. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
A physician reported that a two screws fractured "at the level of the thread between the first and second with erosion of the pedicular traject." The patient has undergone revision surgery. This report represents the first of two screws.

Event description:
A physician reported that a two screws fractured "at the level of the thread between the first and second with erosion of the pedicular traject." The patient has undergone revision surgery. This report represents the first of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
A physician reported that two screws, "fractured from the head," post-operatively. The patient has been revised. This report represents the first of two screws.

Event description:
A physician reported that two screws, "fractured from the head," post-operatively. The patient has been revised. This report represents the first of two screws.